Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard femoral component catalog # unknown lot # unknown; unknown vanguard tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned as it was requested but not returned by hospital reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient was revised due to instability as the patient's scar tissue loosened when mobility of the joint improved. Attempt for further information has been made, but no further information has been provided.